Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012294213); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of a transcatheter valve, the valve was recaptured due to the depth of impl ant. Subsequently, the valve was redeployed and recaptured again; however, during the second recapture an infold was observed at an implant depth of 1 millimeter (mm). A final deployment attempt was made but the valve was ultimately withdrawn from the patient. A second valve was loaded into a new dcs and used to complete the procedure. No patient complications have been reported as a result of this event.